Event description:
The customer reported generation of five (5) erroneous low patient results for ise (ion selective electrodes) na (sodium), k (potassium) and cl (chloride) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found bend sample probe and old sample syringe. The fse replaced the sample syringe and sample probe which resolved the issue. Performed verification testing successfully without further issues. No further issues were reported. Section e1 initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).